Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic and vaginal area pain, stress urinary incontinence, additional surgery, infection, pain during intercourse, and pelvic pain. No further information has been provided.